Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the catheter of a deltec® port-a-cath® implantable venous access system separated from the port. The port and the catheter were surgically removed. No permanent injury was reported.

Manufacturer narrative:
One used portal was received for evaluation. Visual inspection, using microscopy, was performed and revealed that one end of the catheter had the presence of many small longitudinal slits. Further inspection of the opposite end of the catheter revealed that the end was tipped. This tipped condition was found to be consistent with the distal end being used during patient placement. The reported complaint was confirmed based on visual inspection; however, because the remaining length of the catheter was not available for evaluation, this investigation could not establish a definitive root cause to the reported issue. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
The catheter removal was performed via interventional radiology. The event was considered resolved.